Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, when the plunger was removed, stage 3, no suture was found for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of pain is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem. H6: medical device problem code 1142 removed. H6: health effect - clinical code 4582 removed.

Event description:
Subsequent to previously filed report, update to information provided: reportedly, the first proglide device was inserted into the patient yet not used as pain was noted due to the device. There was no reported treatment for the pain. When the second proglide plunger was removed, stage 3 [removing the plunger], no suture was found. Manual compression was used to achieve hemostasis.